Event description:
Report received of 3 undocumented incidents of patients reporting a feeling of "bubbles running up the arm to the chest and dizziness" during a phlebotomy procedure while using the empty evacuated container. During the procedure, after approximately 250 ml of blood had been drawn (total volume to be withdrawn of 500 ml) the patients reported feeling "bubbles running up their arms and feeling dizzy". It was reported that the nurse pt observed "an unspecified volume of air backing up the tubing". The procedure was terminated and the patients were kept in the clinic and were closely monitored by a physician and the nurse. Report source stated that the symptoms resolved approximately 20 minutes after the procedure was stopped. When the patient's condition was stable, they were discharged to home. The customer reported that the "rubber cap has changed and is softer". Customer thinks "the needle might have wiggled around the needle site which created an airleak and might have broken the vacuum". No adverse pt effects reported. No additional information was available.